Event description:
Information received a smiths medical subcutaneous infusion systems/cadd cleo infusion sets caused open wound. Regular port change on (B)(6) 2020. During that time yellow skin underneath port following landscaping, lifting through out the day. Patient noted mild swelling below where the port was located on (B)(6) 2020. On (B)(6) 2020 an alarm of occlusion occurred in the morning. Patient took off port and saw redness, open wound underneath tape, pulling at skin. Reported wound was cleaned with alcohol. Neosporin and bandaged was applied and removing needle, it was intact no blood leaked from wound nor fever was reported. The area was not painful or warm to touch. Preventative medication started to treat infection from spreading.